Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician reviewed the event trace log and noted an "ln vent" entry. The power board was replaced as a precaution to address the customer's reported issue. The defective power board was returned to carefusion for failure analysis. Failure analysis: carefusion was unable to duplicate the customer's reported issue during testing and evaluation. The calibration test revealed the power board would powered up the golden testing ventilator and passed the power check out. All test's were passed and working normally within specification. No unusual alarm conditions or error codes occurred. Visual inspection of the power board did not reveal any anomalies. Further troubleshooting of the power board to confirm the "rest" alarm (ln vent) was not possible to duplicate or determine due to the ventilator not being sent in for part of the testing process. Carefusion scrapped the power board after failure analysis.

Event description:
It was reported to carefusion that the ventilator was alarming "reset" while on a patient. There was no patient harm associated with this complaint. The alarm was confirmed by a review of the event trace log by a carefusion authorized service technician. An "ln vent" entry was recorded.